Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient required the symptom of chest pain and an invisalign product was being used.

Event description:
The patient reported symptoms of asthma like symptoms (raspy voice, pain and tightness on the chest, sore, swollen and itchy throat, coughing and difficulty breathing), and swollen and tingling tongue. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently asymptomatic.